Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Customer declined to provide information regarding alternate insulin therapy. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged crack touchscreen issue could not be verified; however, a different issue was identified. The alleged touchscreen unreadable and unresponsive issues were verified.